Event description:
Reportedly, during a follow-up performed on (B)(6)2019 , a residual longevity of 41 months (+/-2 months) was displayed. The battery impedance was 3.97kohms and the magnet rate was 95min-1. The next follow-up was performed around a year later, on (B)(6)2020 . It was observed that the device had reached the recommended replacement time, with a battery impedance of 11kohms and a magnet rate of 78min-1. The device had switched in vvi mode, with a basic rate of 70min-1 and with unipolar pacing.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2019, a residual longevity of 41 months (+/-2 months) was displayed. The battery impedance was 3.97kohms and the magnet rate was 95min-1. The next follow-up was performed around a year later, on (B)(6) 2020. It was observed that the device had reached the recommended replacement time, with a battery impedance of 11kohms and a magnet rate of 78min-1. The device had switched in vvi mode, with a basic rate of 70min-1 and with unipolar pacing.